Event description:
Product analysis was completed on the device. There were no performance, or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
It was reported that patient was explanted due to generator protrusion and infection. Patient is to have IV antibiotics and possible hyperbaric oxygen (hbo) therapy for the infection. Device history records were reviewed. M106 sn (B)(6) was found to be hp sterilized prior to distribution. The physician has responded that the protrusion was due to pt. Physiology and the infection was caused by the protrusion. Device evaluation is not necessary as it will add no value to the investigation, the root cause is known. No other relevant information has been received to date.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿protrusion¿ is not available. H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.